Manufacturer narrative:
(B)(4). Medical devices: 183034 ¿ vanguard femoral ¿ unknown lot, unknown tibial bridge ¿ unknown part and lot, 141226 ¿ biomet tibial tray ¿ 141226. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent conservative treatment for petalla alta approximately 2 months post left knee revision. Approximately 2 months later, patient continued conservative treatment with failure, resulting in revision with mesh allograft. Attempts have been made and additional information on the reported event is unavailable at this time.